Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised for pain. The doi of (B)(6) 2006 is a revision from a previous bipolar hip. The manufacturer of the implants involved is unknown. If/when received more information we will update as needed. The stem implanted during the bipolar hip was noted to stable and wasn't revised. No part/lot was provided.